Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown liquid substance was reported to be oozing from the receiver. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download did not find any issues. Receiver functional tester: unable to get receiver to communicate with the functional tester. Open receiver case for internal visual inspection: passed. The customer complaint confirmation was undermined because there is not enough evidence. The reported event was undetermined.